Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-75, serial#: (B)(4), implanted: (B)(6) 2013,product type: lead. Other relevant device(s) are: product ID: 3777-75, serial/lot #: (B)(4), ubd: 10-nov-2015, UDI#: (B)(4). Product ID: 3777-75, serial/lot #: (B)(4), ubd: 05-jun-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was having recharging issues for about a year. The last recharge was on (B)(6) 2019. The ins was overdischarged. Instructions were provided on performing a physician mode recharge to recover the ins. Additional information was reported that the patient was lifting something heavy last year, they heard a pop, and then they were unable to feel stimulation. It was discussed that once the ins is readable to check impedances with the tablet. Additional information was received from a manufacturer¿s representative (rep). The rep reported that they had not been able to perform the device reset yet. The patient didn¿t have time to wait the 3 hours. The rep was not able to interrogate the device due to overdischarge. The patient was to schedule a time to conduct the device reset. The rep was waiting to hear from the patient. Additional information was reported that the physician mode recharge (pmr) did resolve the overdischarge, but there are issues with the connection/impedances. The patient is scheduled for battery replacement and lead revision. No further information was reported.

Manufacturer narrative:
Correction: g4 of initial regulatory report should be 2020-jun-15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon further review correction is being made as a result of the quality assurance process the insr stats indicated (B)(6)2019 as last date of recharge (not (B)(6)/2019). In addition, caller reported patient hasn't been able to recharge in about one year but then caller also stated it was unknown if patient actually tried to recharge in the past year but confirmed patient tried to recharge "the other day" and got the overdischarge error. Caller confirmed no issues recharging prior to a year ago and recharging was fine.

Manufacturer narrative:
Concomitant medical products: product ID 3777-75 serial# (B)(6) implanted: (B)(6) 2013 product type lead product ID 3777-75 serial# (B)(6) implanted: (B)(6) 2013 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.